Manufacturer narrative:
H.6. Investigation: one sample and one photo were received. The plunger rod is damaged on the top part, right next to the thumb press. This damage is induced by the flow wrapper machine when it gets out of sequence. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see h.10.

Event description:
It was reported that a broken plunger occurred before use with a syringe 3ml saline fill. The following information was provided by the initial reporter, "when the product was unpacked, it was found that the plunger rod had been compressed."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a broken plunger occurred before use with a syringe 3ml saline fill. The following information was provided by the initial reporter, "when the product was unpacked, it was found that the plunger rod had been compressed."